Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited poor thresholds and impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead the helix was screwed out for testing and the test results were poor. The helix was screwed in again and the position was changed. After screwing out for the second time, there was no way to screw it back. After it being taken out of the body, the front side of the helix was found to be kinked. The pacing lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.